Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-02270 addresses the other device. It was reported to boston scientific corporation that two sensation standard oval snares were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2012. According to the complainant, the first snare failed to transmit current inside the patient's esophagus. The snare was removed and tested outside the patient, but no cautery was achieved. The second snare was then tested outside the patient but it also failed to transmit current; therefore, the procedure was completed with a competitor's snare. It was reported that the devices had been inspected prior to use and no visible issues were noted. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable following the procedure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-02270 addresses the other device. It was reported to boston scientific corporation that two sensation standard oval snares were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2012. According to the complainant, the first snare failed to transmit current inside the patient's esophagus. The snare was removed and tested outside the patient, but no cautery was achieved. The second snare was then tested outside the patient but it aso failed to transmit current; therefore, the procedure was completed with a competitor's snare. It was reported that the devices had been inspected prior to use and no visible issues were noted. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable following the procedure.

Manufacturer narrative:
Visual evaluation of the returned device found no issues, and the device extended and retracted according to specification. Electrical testing confirmed the device also met the resistance specification. The condition of the returned device was not consistent with the complaint that the device failed to transmit current; the complaint was not confirmed. The device showed neither evidence of the alleged issue nor any defect which could have contributed to the event. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.